Event description:
The customer states that physicians have questioned patients' electrolyte results tested over a four hour time period on the architect c8000 analyzer. One patient generated an initial sodium assay result of 164 mmol/l that retested at 143 mmol/l. The customer had replaced the integrated chip technology (ict) module earlier in the day. Controls have been within specifications. The customer states that the issue eventually corrected itself without any intervention and now all generated results are as expected. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Architect concentrated ict diluent ln: 2p32-10, lot#: 78056hw00. Ict serum calibrator ln: 1e46-0, lot#: 0403079.